Event description:
A surgeon reports that the intraocular lens (iol) was inserted but did not look right and was removed during the same surgical procedure. It was reported that there was no pt impact.